Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), urticaria ("breakingout in hives"), rash ("breaking out in rashes"), loss of libido ("loosing my sex drive") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). At the time of the report, the abdominal pain, urticaria and rash had resolved, the migraine, alopecia and weight increased was resolving and the loss of libido outcome was unknown. The reporter considered abdominal pain, alopecia, loss of libido, migraine, rash, urticaria and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), urticaria ("breakingout in hives"), rash ("breaking out in rashes"), loss of libido ("loosing my sex drive") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). At the time of the report, the abdominal pain, urticaria and rash had resolved, the migraine, alopecia and weight increased was resolving and the loss of libido outcome was unknown. The reporter considered abdominal pain, alopecia, loss of libido, migraine, rash, urticaria and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), urticaria ("breaking out in hives"), rash ("breaking out in rashes"), loss of libido ("loosing my sex drive"), alopecia ("hair loss") and allergy to metals ("allergy to nickel") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, urticaria and rash had resolved, the migraine, alopecia and weight increased was resolving and the loss of libido and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, loss of libido, migraine, rash, urticaria and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media: reporter added and event allergy to metals added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.